Manufacturer narrative:
Intuitive surgical inc. (Isi) received the force bipolar instrument for failure analysis investigation. The instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.185" x 0.681" was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument jaw piece was broken, barely hanging on by a thread. The customer immediately removed before using. The instrument did not break off completely, still attached to the cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred during procedure. The hinge on the force bipolar instrument broke while in use (did not detach). The instrument was not functioning by opening and closing), leaving one of the jaws pieces to stay open. The instrument jaw could not be opened or closed without manually closing it. The instrument stayed in one piece. There was no patient injury and procedure delay.